Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-24869. It was reported the patient developed an infection. The entire system including the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead were explanted with no issue. The patient is recovering.